Manufacturer narrative:
(B)(4). This occurred while the patient was connected to the set but before the infusion began. The set was then replaced. Evaluation summary: the device was returned for evaluation. Visual inspection noted that the check valve was separated from the rest of the set where the clear piece connects to the white piece. No cracks were identified in the check valve pieces. The cause of the separation was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that check valve became separated from the middle of a clearlink continu-flo solution set check valve leaving two circular pieces. The reported condition occurred during patient use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.